Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced these conditions prior to undergoing the essure procedure. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), dysgeusia ("a metal taste in the mouth"), amnesia ("memory loss"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (surgery to remove her essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, tooth disorder, dysgeusia, amnesia, migraine and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, dysgeusia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device manufacturing at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2011 and reported adverse events including pelvic pain ("chronic pelvic pain/ increasingly severe pain"). In (B)(6) 2016 plaintiff underwent surgery and essure was removed. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for this event and there is a positive temporal relationship. This case was classified as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced these conditions prior to undergoing the essure procedure. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), dysgeusia ("a metal taste in the mouth"), amnesia ("memory loss"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (surgery to remove her essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, tooth disorder, dysgeusia, amnesia, migraine and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, dysgeusia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2011 and reported adverse events including pelvic pain ("chronic pelvic pain/ increasingly severe pain"). In (B)(6) 2016 plaintiff underwent surgery and essure was removed. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for this event and there is a positive temporal relationship. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.